Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off earlier on (B)(6) 2024. The blood glucose level at time of event was high with current value was greater than 400 mg/dl. The patient was disconnected from the pump for an hour and give correction via an insulin pen. No further information available.